Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The customer reported that fluid leaked thru the convertible piercing pin during an infusion of a chemotherapy drug in room 6f. There was no obvious defects or damages (such as cracks, breaks, holes, cuts, tears or any other defects and no occlusions, or kinks, or bends) on the tubing set. The tubing was replaced and therapy resumed. The products were stored in the storage room in the hospital at room temperature and they were not exposed to extreme temperature conditions. There was patient involvement; however there was no human harm.

Manufacturer narrative:
The following items were received from the customer: -1 used list #123390488, primary plum set, orange polyethylene lined light resistant. Tubing, clave y-site, secure lock, 103 inch; lot #6386904. -1 used list #unknown, bag spike adaptor w/ spiros; lot #unknown. -1 used list #unknown, extension set w/ filter; lot #unknown. The complaint of leakage can be confirmed on the returned (used) list number 123390488 primary plum set. As received, the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 20mar2023.